Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Correction to h1. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint of tracking difficulty has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (ascending aorta enlargement and horizontal aorta) likely contributed to the event as it was reported that the patient exhibited ascending aorta enlargement and horizontal aorta. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve, post-implantation aortography revealed a dissection in the ascending aorta (aa), requiring an aa replacement. Upon later review of the fluoroscopic images, the dissection was also observed on aortography at the time of the valve implantation, suggesting that the dissection occurred prior to the valve implantation. Per follow-up additional information, at the end of the tavi procedure, the dissection extended from the sinotubular junction to the brachiocephalic artery. However, subsequent contrast-enhanced CT revealed retrograde dissection extending down to the descending aorta. Ascending aortic replacement was performed. The patient was gradually improving and had been moved from ICU to general ward. Per medical opinion, it was suggested that the dissection may have occurred due to the delivery system being difficult to advance, requiring more force than usual. Given the ascending aorta enlargement and bicuspid valve, the vessel may have been more fragile.

Event description:
Additional information was provided that the patient was able to eat and appeared to be recovering; however, due to complications such as infection from the central venous (cv), the patient's condition gradually deteriorated. Eventually, the patient passed away. Per the physician, although the surgery of the ascending aortic replacement was successful, due to the advanced age, the physical strength could not be sustained.

Manufacturer narrative:
The investigation is ongoing. Update to b2, b5 and h6; impact code.